Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. It is unknown if medical or surgical intervention was required. This report is being filed due to possible use error. The nurse stated the physician ordered the v.a.c. Dressing changes to be performed only twice a week and not the recommended three times a week. The physician reportedly believes this may have contributed to the adhered dressing. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 21 aug 2017, the following information was reported to kci by the home health nurse: the nurse alleged a part of a foreign material alleged to be v.a.c.® granufoam¿ dressing was adhered to the patient's abdominal wound. On 22 aug 2017, the following information was reported to kci by the home health nurse: the nurse was unable to remove a "small" piece of a foreign material alleged to be v.a.c.® granufoam¿ dressing after a saline soak. The physician was notified, and due to the patient being a high-risk patient with multiple comorbidities, the physician requested the patient go to the emergency room. The nurse did not know how the foreign material was removed. The nurse stated the physician originally mistakenly ordered dressing changes to be performed twice a week instead of three times a week, and the physician believes this may have contributed to the adhered dressing. Per review of kci records, the patient clinical progress report noted a significant decrease in the patient's wound dimensions for the reported (B)(6) 2017 time period. Also, neither "no admission or readmission to higher level of care'"nor "emergency department visit (since last assessment)" were noted. Per wound assessment update dated 31 aug 2017, it also noted a "no" response to the following questions: "in the past 30 days, has the patient been admitted to hospital", and "in the past 30 days, has the vac been placed on hold." The wound assessment update noted the patient was still on v.a.c. Therapy, and the wound was granulating. There have been several unsuccessful attempts made to obtain the v.a.c.® granufoam¿ dressing lot number, therefore a device history review could not be performed.